Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a report where it was claimed that the tube developed a leak during a unspecified surgery. As a result, the end clinician elected to extubate and reintubate the pt with a replacement tube.